Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. An internal and external visual inspection revealed no problems. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an iipv situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received a high drain alarm on the homechoice (hc) machine. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred during fill one of peritoneal dialysis therapy; the patient was connected. The patient reported having had done a 3000ml manual fill and not draining much during initial drain on the hc. The patient planned to complete therapy using manual supplies. There was patient involvement, but no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.